Event description:
The customer stated that he experienced persistent and prolonged high blood glucose levels as a result of using recalled infusion sets. The customer was not hospitalized or treated by paramedics. The customer declined to return the infusion sets to be analyzed. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.